Event description:
The customer reported that the pump battery was depleting too quickly, although it did not lead to a pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer was advised by technical support to fully charge the battery.